Event description:
The user facility reported that they had used expired s40 sterilant to process instruments. Instruments were subsequently used in patient procedures; no adverse effects have been reported.

Manufacturer narrative:
Steris followed up with the user facility to discuss the reported event. During this discussion it was disclosed that the chemical indicators (ci) present at the time of the reported event evidenced passing results and processing cycles completed successfully. A steris service technician inspected the system ie and found it to be operating properly; no issues were noted. The operator manual for the system 1e states (pp 1-2), "do not use s40 sterilant concentrate past the expiration date printed on the carton." The operator manual further states (pp 3.2), "always read the package insert for s40 sterilant concentrate for detailed information, including warnings and precautions, directions for use, storage conditions and expiration date, emergency and safety information, and sterilant container disposal instructions." Steris is working with the user facility to reschedule in-service training due to weather conditions.

Manufacturer narrative:
The steris account manager made multiple attempts to reschedule in-service training; however, the user facility did not respond.